Manufacturer narrative:
A follow up MDR will be submitted when the investigation is complete.

Event description:
It was reported that patient information in the title bar and images displayed are matching correctly. However, the indicator in the open exam window is pointing to the incorrect exam. It was reported that when the second set of images are opened, the first set of images remain displayed and therefore is misleading to the user. There was no report of adverse patient impact or injury reported.